Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a broken intraocular lens (iol). Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the haptic was broke inside the cartridge at the time of insertion. The procedure was completed with another lens of the same model and power. There was no patient harm.

Manufacturer narrative:
The lens was returned positioned incorrectly (posterior surface up) in the lens case. Solution was dried on the lens. Both haptics are broken in the distal area. One broken haptic portion was returned. The optic has areas of split/cracked damage. Product history records were reviewed and the documentation indicates the product met release criteria. It is unknown if qualified associated products were used. Broken haptic damage and split/cracked optic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).